Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured, exhibiting high out of range pacing impedances above 3000 omhs, noise oversensing and loss of capture at high pacing thresholds. The physician mentioned scheduling a replacement procedure for this lead. No adverse patient effects we reported. This lead remains in service. Additional information was received indicating that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured, exhibiting high out of range pacing impedances above 3000 omhs, noise oversensing and loss of capture at high pacing thresholds. The physician mentioned scheduling a replacement procedure for this lead. No adverse patient effects we reported. This lead remains in service.